Event description:
A territory manager (tm) contacted zoll lifecor customer support to report that monitor (B)(4) would not power up. The suspect monitor was not issued to a pt at the time of the alleged deficiency.

Manufacturer narrative:
Device eval summary: device of monitor (B)(4) has been completed. The reported problem (won't power up) was confirmed. The monitor's battery connector pins (3 & 6) were bent, preventing the batteries from making adequate contact with the monitor. The cause for bent battery connector pins was not positively identified but was likely due to misalignment when a battery pack was inserted into the monitor. The root cause for the misalignment problem was not positively identified. No adverse event resulted from the defective monitor. This monitor was not issued to a pt at the time of the alleged deficiency.